Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy effluent. The cause of the peritonitis was not reported. It was reported that the patient was hospitalized and was treated with unspecified antibiotics for peritonitis. At the time of this report, the cloudy effluent was clear. It was not reported if the patient had recovered from peritonitis. The action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.